Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3500. A coiled piece of plastic roughly 1-1.5cm long was found and removed from a patients leg during an evh of the left leg. It was removed with the hemopro jaws and the case was completed without injury to the patient. According to the harvester who was performing the case, the patient was very small and thin with poor conduit quality. After dissecting the right let it was determined they would move to the left to find better quality conduit. (The hp-3500 cautery and sheath was not used on the right leg). Once the tunnel had been established on the left leg, the harvester switched to the 3500 sheath and cautery and began branch transection. The harvester was unable to determine if the plastic had come from the hemopro or if it had come from somewhere else on the sterile field. Same device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3500. A coiled piece of plastic roughly 1-1.5cm long was found and removed from a patients leg during an evh of the left leg. It was removed with the hemopro jaws and the case was completed without injury to the patient. According to the harvester who was performing the case, the patient was very small and thin with poor conduit quality. After dissecting the right let it was determined they would move to the left to find better quality conduit. (The hp-3500 cautery and sheath was not used on the right leg). Once the tunnel had been established on the left leg, the harvester switched to the 3500 sheath and cautery and began branch transection. The harvester was unable to determine if the plastic had come from the hemopro or if it had come from somewhere else on the sterile field. Same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Per acct mgr, device was shipped back to getinge wayne. Shipping and handling department of getinge was contacted. Delivery record of the device was verified; however, the device was not received by the laboratory of getinge wayne facility. However, a photograph was provided by the account. A photographic inspection was conducted on 08/18/2020. A white piece of material with a tinge of blood observed on the one end of the material. Based on the photographic inspection, the reported failure "peeled" is confirmed, but due to the non-return of the device, we are unable to determine where the white piece of material came from.